Event description:
Litigation papers allege the patient suffered pain and excessive levels of chromium and cobalt in her blood.

Event description:
Litigation papers allege the patient suffered pain and excessive levels of chromium and cobalt in her blood. Update ((B)(4) 2012) - patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation. Update: (B)(4) 2012 - patient was revised due to unknown reasons.

Manufacturer narrative:
Depuy still considers the investigation closed. Update 04/16/2013 - patient's revision operative records were received. Records indicate the patient was revised to address acetabular cup loosening. Upon revision gray colored synovial fluid was found.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Event description:
Update 04/16/2013 - patient's revision operative records were received. Records indicate the patient was revised to address acetabular cup loosening. Upon revision gray colored synovial fluid was found.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, explant date. This is a duplicate report of 1818910-2012-29110. This report, 1818910-2012-73301, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2012-29110. Depuy still considers this investigation closed.